Event description:
A voluntary MDR/medwatch report was received on 03/18/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via the maude database on 02/12/2026, an event occurred involving an unknown patient with type 1 diabetes who was using an insulin pump and a dexcom g7 cgm. While shopping, the patient reportedly began experiencing symptoms including tingling and numbness of the lips (paresthesia), diaphoresis, and a sensation described as "extreme" hypoglycemia. Despite the onset of these symptoms, the cgm did not generate a low-glucose alert or alarm. The patient checked the cgm, which displayed a glucose value of 80 mg/dl, within the normal range, which the patient reported explained why no alert occurred. The patient experienced syncope, after which unspecified intervention was provided. Upon regaining consciousness, a blood glucose measurement obtained via blood draw reportedly indicated a value below 40 mg/dl, suggesting that the patient¿s glucose level at the time of syncope was significantly lower than what was displayed on the cgm. At the time of the event, the patient was also using a medtronic 780g insulin pump, which was not operating in a closed-loop system with the cgm. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5184233. Diabetes mellitus is a known cause of hypoglycemia.